Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one video for analysis. The complaint of the distal extension line leaking was confirmed by the video. The footage demonstrates the distal extension line being flushed with a syringe while the slide clamp is closed. A definite leak was observed from the proximal end of the extension line, adjacent to the distal luer hub, however, a complete visual inspection to determine the cause of the leak could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: open clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." It also states, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. Flush lumen(s) to completely clear blood from catheter." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC was inserted on (B)(6) 2023 as an outpatient. Patient has been getting chemo since then. Then on (B)(6) 2025 when the patient came in from chemo, they saw the pink port was leaking. They will have to exchange the PICC out." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "PICC was inserted on (B)(6) 2023 as an outpatient. Patient has been getting chemo since then. Then on (B)(6) 2025 when the patient came in from chemo, they saw the pink port was leaking. They will have to exchange the PICC out." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".